Manufacturer narrative:
One device was returned for evaluation. Visual inspection revealed no physical damage. The event history log confirmed lec 1450 occurred. Functional testing was able to replicate the reported issue; the device showed lec 1450 after power up. The root cause was determined to be the downstream occlusion (dso) sensor. The dso sensor was replaced, software update was performed, and battery serviced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device exhibited a ¿kv ab 300,- / lec1450, rtc¿ issue. There was unknown patient involvement.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.